Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Additionally, noise was observed on the right atrial (ra) lead. Rv and ra lead damage was suspected, but not confirmed via diagnostic imaging. The sensing of the rv lead was deactivated, and a new lead was implanted to resolve the event. Furthermore, the atrial sensitivity was reprogrammed. The patient was in stable condition.